Event description:
It was reported that the pt's knee was revised due to pain. Only the tibial side was revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.